Event description:
It was reported that there was a loss of therapeutic effect. The stimulation therapy had worked for a little while, but the leads moved. It was noted the timeframe of when the leads moved was not known, but that the patient was scheduled for revision surgery to put the "paddles" in and was waiting for authorization. Patient outcome was not determined, but follow-up efforts have been made to collect this information. If additional information is received, a follow-up report will be submitted.

Manufacturer narrative:
Product ID 977a260, serial# (B)(4), implanted: 2014 (B)(6); product type lead product ID 977a260, serial# (B)(4), implanted: 2014 (B)(6); product type lead. (B)(4).